Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced lightheadedness. The implantable pulse generator (ipg) exhibited pacer spikes, pauses and abnormal device function. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.